Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was incoherent and not responding. It was reported that the patient was asleep when this occurred and the patient was not aware if there was an alert. There was no message on the cgm and the patient reported that it was just a "blank clock". The patient's husband called an ambulance and removed the insulin pump totally. The husband treated the patient with soda and candy prior to arrival of paramedics. When the paramedics arrived they took a blood glucose (bg) reading which was 30 mg/dl. They treated her with 3 glucose jelly and the bg reading raised to 90 mg/dl. The patient was not taken to the hospital. At the time of the report the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was incoherent and not responding. The patient's husband called an ambulance and removed the insulin pump totally. The husband treated the patient with soda and candy prior to arrival of paramedics. When the paramedics arrived they took a blood glucose (bg) reading which was 30 mg/dl. They treated her with 3 glucose jelly and the bg reading raised to 90 mg/dl. The patient was not taken to the hospital. At the time of the report the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.